Event description:
During the procedure, the physician used a wilson-cook acusnare polpectomy device. When the handle was manipulated, the snare would not open. The snare drive wire became loose from the handle near the handle assembly. The device was removed from the endoscope and no injury to the patient was reported.